Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a starclose se device after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, the device was getting stuck during step 2 [plunger jam]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute mechanical jam with the plunger may include, but are not limited to, vessel locator not placed against the surface of vessel; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.